Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced an invalid transmitter ID alert which led to a blood glucose (bg) level of 425 mg/dl, high ketones and emergency room (ER) visit. The customer was treated with an IV and fluids of saline and insulin. System check with tandem technical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.